Event description:
It was reported to vyaire medical that the ltv 1200 oxygen concentration was out of tolerance. Furthermore, there was no information for patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a third party service technician evaluated the ventilator and found that the 02 enrichment was out of tolerance. As a resolution,the 02 blender was replaced and a 10k preventive maintenance was completed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.